Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four (4) devices were received for evaluation; four (4) events were confirmed during testing. Three (3) devices were found to be affected by corrosion. One (1) device was found to have worn components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had run-on. Two (2) reported events had no patient involvement; no patient impact. One (1) reported event had no known patient involvement or patient impact. One (1) reported event had patient involvement; no patient impact.